Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited possible high pacing thresholds and output sufficient for consistent capture could not be confirmed. The lead remains in use. No patient complications have been reported as a result of this event.